Event description:
It was reported that during device implant attempt the helix was found damaged consequently the lead could not be used. The implant procedure was cancelled. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. Analysis indicates that the helix/lobe is distorted/bent. The lead was returned with damaged helix.